Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d314trg implantable cardioverter defibrillator (ICD) implanted: 2013-(B)(6), 407652 implantable pacing lead implanted: 2010-(B)(6). (B)(4).

Event description:
It was reported that there was high left ventricular (lv) lead threshold. The lv lead was capped and replaced. It was also reported that the implantable cardioverter defibrillator (ICD) had reached battery depletion in less than the expected longevity. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.